Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right ventricular (rv) lead experienced syncopal episodes and fell and hit their head during one of the episodes. Review of stored device memory noted noise and oversensing on the rv channel that resulted in 10 seconds of pacing inhibition and corresponded with the syncope. Boston scientific technical services (ts) reviewed the episodes and discussed that the noise was consistent with oversensing related to the minute ventilation (mv) feature. This device was included in the recent mv sensor signal oversensing advisory population. The respiratory rate trend (rrt) feature was programmed off per the advisory recommendations. No additional adverse patient effects were reported. This product remains in service.